Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device stops reading after a little bit. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. Visual inspection found the shells were separating from each other. The instrument board would lose connection to the known good battery module and would stop communicating with it when the combined battery and instrument modules were shaken and moved around, due to the shells separating on the instrument module. The instrument module was able to obtain oximetry readings from tester plug when combined battery and instruments were not moved around and remained still. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported the device stops reading after a little bit. No patient impact or consequences were reported.